Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. DHR was reviewed and no discrepancies relevant to the reported event were found. Medical records from joint assist indicate patient experienced drop foot and knee stiffness and underwent a manipulation procedure. The root cause of the reported event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: 185283 - vngd ssk 360 femur l 62.5 - 2780383. Customer has indicated that the product will not be returned to zimmer biomet for investigation as the products remain implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2019 - 02037.

Event description:
It was reported the patient underwent manipulation under anesthesia due to stiffness and drop foot approximately 6 weeks after a knee revision surgery.